Manufacturer narrative:
(B)(4). Batch #: u9309g. Investigation summary: the handpiece was received disassembled and with the nose cone cracked. In addition, no damage at the stud was found as reported. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components and it was found that the moisture indicator was positive and the internal wire was disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure a part of the device is broken. It is the part where they screw the scissors. A spare device was used to finish the procedure. No patient consequences. No delay. No more information available.